Event description:
It was initially reported that the patient had an implant for her bladder. It was noted that it doesn't work and was told that happens sometimes. The patient had not contacted a manufacturer's representative. Additional information received noted that the cause of the event was unknown. The patient was to be seen in the office on 2013 (B)(6). Additional information received noted that the cause of the event was functional but poor therapeutic response. The device was reprogrammed. Reprogramming 2013 (B)(6); results pending. Hospitalization was not required. Patient outcome was no injury. It was later reported on (B)(6) 2013 that the patient called initially to provide a word of thanks to the representative regarding his great service. Two years into her use of the therapy it stopped working. The patient worked with a nurse at the hcp (healthcare provider's) office who couldn't do any further programming to get it to work for her so they "shut off the device for the past 5 years" . Unknown for the reason that it stopped working. The patient was speaking with a friend and told her about her situation that helped get her in touch with her hcp and the representative. They were able to get device turned on again but given there was only 5% battery left, it was time for a replacement. The patient had the system replaced yesterday. The patient had written a note she wanted to send to the representative and provide her thankfulness and gratitude for his fine work in helping her achieve something she thought she couldn't have anymore.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3889-33 lot# v016980, implanted: 2007 (B)(6); product type lead. (B)(4).